Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 550 mg/dl, 300 mg/dl, 164 mg/dl and 188 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated, she would go to the (B) (6) to discuss concerns with the readings she obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.